Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of axios stent failed to deploy in the biliary. Imdrf impact code f2301 captures the second axios stent used to complete the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the biliary for biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The stent was removed from the patient and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the biliary for biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The stent was removed from the patient and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of axios stent failed to deploy in the biliary. Imdrf impact code f2301 captures the second axios stent used to complete the procedure. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy as the device was received not fully deployed. The observed problem of stent partially deployed is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.